Event description:
During hospital q.c. Testing of this pump the hospital claimed that channel c did not alarm air in line. The hospital set the channel c rate at 125 ml/hr, passed a bolus of 6 cm of air through the air in line detector and the pump did not alarm.